Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find enclosed the report received from the FDA. Please find enclosed the report received from the FDA.

Event description:
Reportedly, high impedance was observed (gradual rise). No over sensing. The implantation date and if the lead was explanted or not are unknown. No more informations are available.